Event description:
It was reported by the patient that the pod's cannula deployed before placing the pod indicating a needle mechanism failure. As treatment, the patient successfully activated a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.